Event description:
Procedure: right upper lobectomy. Reportedly, after firing the jaw would not open, and the clamp cover did not return, the tissue was cut, removed the device from the cavity and reinforced the fragment with hand sewing. No patient injury reported.